Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the clinical logs confirmed that a patient impedance was never recognized by the device on the event date of 10/28/2024. The electrode pads received as part of the investigation also suggest they were not applied to a patient. The last patient impedance measurement in the log was on (B)(6) 2024. There is activity on (B)(6) 2024, where the lid is opened many times and closed without the electrodes attached. This prompts the device to provide errors and lite the banner indicating service is required. This is repeated as the lid is opened and closed multiple times. There appears to be no malfunction with the device, and the log supports the electrode pads were not applied to the patient. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor 50-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.